Manufacturer narrative:
(B)(4). Baxter received and evaluated the device in question. Review of the event history log confirms the presence of multiple improper shutdown messages. During baxter's device evaluation, the device did not power off without user input and the device was found to be with in specification. The evidence suggests that the associated wireless battery module was the cause of the improper shutdown, however this module was not returned to baxter.

Event description:
It was reported that a spectrum pump kept shutting down. It was also reported there was no pt involvement.